Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter, causing it to puncture the patient more than once.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5244233. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed passing through the catheter and the product was used. It is important to note that if the product had been pierced due to a manufacturing issue, it would not have been possible to use it. Based on the investigation results, it is probable that this defect resulted from product use. During insertion of the product, when performing the 360-degree rotation, the catheter may have been pushed forward and upon re-cannulation, the product became pierced during use. According to the instructions for use, under ¿instructions¿, item 6: ¿hold the catheter hub (2) and rotate the body (5) 360° to release the catheter tube (1) from the needle. Reattach the catheter hub (2) firmly.¿ and item 7: ¿establish vascular access. Warning: if the needle is partially or completely withdrawn from the catheter tube (1) during insertion, do not reinsert the needle into the catheter tube (1), as damage may occur.¿ at this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.